Manufacturer narrative:
(B)(4). Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No motor error alarm noted. Motor passed motor test.

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm. Customer reported that they were able to clear the alarm. They were able to rewind the insulin pump. Customer reported the history of motor error alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.